Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's controller had a broken black patient cable, and the controller was exchanged during patient's aortic valve repair in operation room. The patient was on bypass and the pump was off for an hour before the controller was changed out. Upon inserting the driveline into the controller, the pump automatically restarted and ran at a speed of 3000 rpm. No harm to the patient was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable was confirmed via visual analysis. Slight kinking to both power cables was confirmed via visual analysis as well. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded spanning approximately 9 days (10nov2022 -18nov2022, 07dec2022 per timestamp). Events on 07dec2022 are from testing at abbott. There were no notable alarms in the log file related to the reported event. The returned system controller was able to pass all stages of preliminary and functional testing despite the observed damage to the black power cable. The internal wires of the black power cable were visible; however, the conductors were determined to be intact. Slight kinking to both the white and black power cable near the power leads were observed as well. The controller was able to operate on a mock loop for an extended duration with no issue. The root cause of the reported damage to the system controller was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the pump 2916596-2022-15518.